Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-06547. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient was undergoing surgical intervention on (B)(6) 2018 to electively replace the ipg. During the procedure it was determined one of leads migrated into the ipg pocket site. The lead was removed and replaced. Postoperatively, the patient was receiving effective stimulation.